Manufacturer narrative:
Product analysis: the distal tip was partially flattened. The distal shaft/balloon bond was stretched. The proximal balloon folds were more opened than the mid and distal balloon folds. There was blood and crystallized residue visible in the balloon and inflation lumen. The device was placed in a waterbath to disperse the residue. On removal of the device from the waterbath negative prep confirmed the presence of a leak. On pressurization of the device water was observed leaking from the distal tip and guidewire entry port indicating a leak on the inner shaft. The outer distal shaft was cut away and visual inspection completed on the inner shaft. A puncture site was visible proximal to the proximal inner shaft marker. The material was flared outwards around the puncture site. Cine image review the delivery of the device, attempted deployment and leak are not captured on the procedural images received. The images capture deployment of other stents and subsequent post dilations to treat the vessel. (B)(4).

Event description:
The physician intended to use a resolute onyx stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion was in the proximal rca. No resistance was encountered advancing the device and excessive force was not used during delivery. The device passed through a previously-deployed stent. It was reported that when the physician inserted the stent and inflated the balloon on first inflation at 12 atm, the contrast dye leaked and partially inflated the stent. The stent came off the balloon. The physician took a new balloon and inserted it into the stent and positioned it. No further patient complications were reported. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.